Event description:
It was reported that a patient stopped feeling stimulation and his symptoms returned. The patient didn¿t get to the bathroom in time and the event date was noted as the day of the report. The patient¿s wife increased stimulation shortly after he stopped feeling it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).